Event description:
It was reported that a continu-flo solution set leaked. Furthermore, "during priming, leakage was noted in conjunction with photoprotective pump equipment". There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured in november 2021. H10: the actual device was not available; however, a photograph and retention samples were provided for evaluation. A visual inspection of the photograph was performed, and the reported issue could not be identified or confirmed via the provided photograph. The retention samples were visually inspected, and no obvious issue/damage were detected, and the samples were conforming as per product specifications. The reported condition could not be confirmed. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.